Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient with history of long-term vt due to extensive scarring in the left ventricle (lv), and an ICD was implantation, underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered ventricular tachycardia (requiring cardioversion, medication and surgical intervention) and death. During the procedure, the patient¿s blood pressure dropped, and the patient went into persistent vt, multiple cardioversions were administered via external defibrillation pads. The vt persisted with pressure drop so chest compressions were administered as well as amiodarone, which eventually stopped vt. Reminder of the procedure was aborted, and the patient was transferred to the intensive care unit (ICU) with continuous runs of computed tomography (CT). The patient returned to the lab for further intervention as vt was ongoing, an impella device was implanted for hemodynamic support, and several more radiofrequency (rf) ablations were administered along the scar boarder zone in the left ventricle (lv) apex. The patient was still having runs of vt, multiple external cardioversions were administered and the vt broke. At the end of case the patient was not in vt, though it was still inducible with pacing. The patient expired the following day due to arrhythmogenic shock despite multiple attempts at ablation, cardioversion and including use of hemodynamic support with impella device. No bwi product malfunctions were reported. The physician did attribute the causality of the event to a bwi product/equipment.